Event description:
It was reported that the patient received an inappropriate shock due to noise. The device recorded episodes of nonphysiologic sensing on both the atrial and ventricular leads. The patient was in the bathtub at the time of the shock, electromagnetic interference is a possibility. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 6943-65 implantable defibrillation lead: implanted: (B)(6) 2001. (B)(4).